Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU precautions are listed for use on patients with allergy to beef products, collagen or collagen products, or polyglycolic or polylactic acid polymers. The complaint cannot be confirmed for the allegation as it was mentioned that the device is not the likely cause of the allergic reaction. Based on the available information, the reported cause of the event remains unknown. The provided information does not point to an intrinsic failure of the device function due to manufacturing or otherwise as the cause of reported event. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Race - requested, not provided. Explanted date: device was not explanted. Patient bmi = 43.2. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the involved angio-seal device was used. Post diagnostic catheterization, the patient notified the physician office on (B)(6) 2020 that they developed a rash. The patient was taken to the emergency room on (B)(6) 2020 for an allergic reaction. The patient had a rash over a majority of their body. The patient's condition was stable. The procedure outcome was satisfactory. There were no other devices or equipment used with the reported product. There was patient injury, medical/surgical intervention required. Additional information was received on 06oct2020. Hemostasis was achieved with the angio-seal device on (B)(6) 2020. The rash reaction occurred after the implant on (B)(6) 2020. The patient had no known allergies. There was medical or surgical intervention performed to treat the rash. There was no direct allegation the angio-seal device contributed to the event.